Manufacturer narrative:
Two (2) samples were received for evaluation. Functional testing was performed by filling the bags with water. Functional testing on the first sample revealed a leak at the spike port weld on the back of the bag. Microscopic inspection of the first sample revealed a tear at the spike port weld. The second bas was noted to be leaking at the spike port cap. The reported condition was verified. The cause of the condition was not determined. To address this issue, the supplier of the component has been notified of the condition. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 2000 ml eva tpn bags were leaking from the port. This occurred after filling, but prior to patient use. There was no patient involvement. No additional information is available.